Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. The cause of the downstream occlusion alarm is unknown and no repairs were made to correct the reported condition. This complaint is an ancillary service event opened during investigation of master complaint (B)(4). If any additional information is received, a follow up MDR will be sent.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced a downstream occlusion alarm that interrupted delivery. This alarm may have been a false alarm. There was no patient injury, patient involvement, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.